Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use less than 24 hours. The patient experienced rashes at the insertion site.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.